Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 2082612, medical device expiration date: 25-apr-2025, device manufacture date: 23-mar-2022, medical device lot#: 2054845, medical device expiration date: 08-mar-2025, device manufacture date: 23-feb-2022, medical device lot#: 2011057, medical device expiration date: 28-jan-2025, device manufacture date: 11-jan-2022. Investigation summary: in response to the event reported a device history review was conducted for lot number: 2082612, 2054845, 2011057. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was provided to aid in our investigation. Our engineers noted that the returned sample displayed a yellowing of the latex plug. This issue is not related to foreign matter but is instead caused by aging of the latex due to exposure to heat or oxidative environments. The issue has been confirmed. After a comparative review of the available retention sample, our engineers were unable to identify any additional instances of latex aging. This suggests that the cause for this event occurred post-production, during either the transportation or storage of the device.

Event description:
It was reported that 22 bd intima-ii¿ closed IV catheter systems experienced damage prns. The following information was provided by the initial reporter, translated from chinese: the head nurse of cardiovascular medicine reported that the prns were chapped and the surfaces were uneven.